Manufacturer narrative:
The returned generator displayed an impedance issue during the self-test. The impedance board was replaced and the unit functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature and impedance issue and subsequent procedure cancellation was due to a non functional impedance board.

Event description:
During a bilateral multi-level lumbar radiofrequency procedure, the generator would not heat to temperature and the procedure was cancelled. The first side of the bilateral ablation was performed successfully but when attempting the second side, the impedance displayed near 200 ohms for each port. Auto was pressed and the ports displayed 32 and zero degrees c. The second lateral side was unable to be ablated and a local anesthetic was injected for temporary relief. There were no adverse consequences to the patient.